Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during fill four of four of peritoneal dialysis therapy. It was noted that the patient had filled 1122ml of an expected 2000ml at the time of the alarm. During troubleshooting, it was verified that the heater bag was empty, the connections were secure, and that air bubbles were present in the drain line. The cycler was rebooted but the m31 alarm reoccurred. The technical support representative recommended cancelling the treatment and the patient began a stat drain. When the stat drain was taking too long, the patient requested doing a manual drain. Treatment was cancelled and upon removing the cassette, fluid was found within the cassette compartment of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify the peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient later received the replacement cycler and was able to continue with peritoneal dialysis therapy without complications. The cassette used during the incident has since been discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.